Event description:
Severe itchiness and what looks like chemical burns from freestyle libre 14 day sensors. Some yellow seeping from the previous sensor. This has occurred from the last 5 sensors I have used (out of 9 total). The removal of the last sensor had an odor to it. Last 4 sensors applied skin-tac barrier to help alleviate the issue, and it did not work. I have a picture of the first injury from a sensor, and can get a recent injury picture. FDA safety report ID# (B)(4).